Event description:
It is reported that the patient faced an adhesive issue on (B)(6) 2026 as infusion set tape was not sticking. The patient stated that the infusion sets fell off on same day one after another.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 2 e1: patient city: (B)(6) patient country: australia establishment name: medtronic minimed street: 18000 devonshire street city: northridge state, province or territory: ca california country: united states of america post office or zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545